Event description:
It was reported that there was a loss of capture noted on the left ventricular (lv) lead. The implantable cardioverter defibrillator (ICD) system was later returned with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately three weeks after information received related to loss of capture. The cause and circumstances of death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: af2612c abdominal stent graft, implanted: (B)(6) 2009. A ilxch1212115, abdominal stent graft, implanted: (B)(6) 2009. A ilxch1414135, abdominal stent graft, implanted: (B)(6) 2009. A 0185, implantable tachy lead, implanted: (B)(6) 2005. A 4087, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion which occurred post explant. Additional information received reported the cause of death as "sudden death" and that the patient was in a stopped car as the driver and found deceased. No autopsy was performed.